Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hbc ii assay performed within specifications. A review of quality control data and pre-analytical factors did not identify any issues. The observed result variations were within the expected range of assay variability and may have been influenced by sample-specific differences or potential interferents. No sample material was available for further investigation, limiting the ability to draw a definitive conclusion. The elevated results were deemed unlikely to be caused by anti-hbc and were not attributed to a product issue.

Event description:
The initial reporter alleged discrepant but repeatable results for the elecsys anti-hbc ii assay on the cobas e411 rack instrument. The samples were obtained from a brain-dead individual. Sample 3 (B)(6) initially generated a result of 0.978 coi. When repeated twice using the same assay, the results were 0.976 coi and 0.979 coi. Sample 5 (B)(6) generated a result of 1.08 coi, and sample 6 (B)(6) generated a result of 1.11 coi. No organ transplant was performed due to the absence of family consent.